Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 291-415 mg/dl with small ketone levels; cause was due to malfunction. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.